Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. B66019/ b66018) inserted for female sterilization. The patient's medical history included adenoma, dysfunctional uterine bleeding and ovarian cyst. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy, left salpingo-oophorectomy and right salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: previously reported date(s) of removal: (B)(6) 2019. Most recent follow-up information incorporated above includes: on 29-jun-2020: medical records received. Reporter, essure lot number, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('medical device removal'). In an adult female patient who had essure (batch no. B66019, b66018), inserted for female sterilization. The patient's medical history included: adenoma, dysfunctional uterine bleeding and ovarian cyst. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy, left salpingo-oophorectomy and right salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: previously reported date(s) of removal: (B)(6) 2019. Lot number#: b66018, manufacturing date: 2013-08, expiration date: 2016-08, lot number#: b66019 manufacturing date: 2013-08, expiration date: 2016-08. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in an adult female patient who had essure (batch no. B66019, b66018) inserted for female sterilization. The patient's medical history included adenoma, dysfunctional uterine bleeding and ovarian cyst. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy, left salpingo-oophorectomy and right salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding to be related to essure. The reporter commented: previously reported date(s) of removal: (B)(6) 2019 . Lot number: b66018, manufacturing date: 2013-08, expiration date: 2016-08 . Lot number: b66019, manufacturing date: 2013-08, expiration date: 2016-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: mr received : previously reported event "medical device removal" updated to "dysfunctional uterine bleeding", reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in an adult female patient who had essure (batch no. B66019, b66018) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenoma, dysfunctional uterine bleeding and ovarian cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy, left salpingo-oophorectomy and right salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the dysfunctional uterine bleeding and ovarian cyst outcome was unknown. The reporter considered dysfunctional uterine bleeding and ovarian cyst to be related to essure. The reporter commented: previously reported date(s) of removal: (B)(6) 2019. Lot number: b66018 manufacturing date: 2013-08 expiration date: 2016-08. Lot number: b66019 manufacturing date: 2013-08 expiration date: 2016-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received. Event added: ovarian cyst. Reporter's information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.